Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radicular pain syndrome(radiculopathies). It was reported that the patient fell a lot because they lived on a farm and were outside twice a day on ice. In october the patient had a bad fall on the concrete floor of their garage. They fell on their tailbone and cracked their head. An hcp appointment was scheduled for (B)(6) but the patient had not thought that the fall affected their system. It was reported that there was a loss of stimulation. The patient wanted to meet with a manufacturer representative for a readjustment to be done to their implantable neurostimulator (ins). The patient reported that the ins needed to be charged more often and was not fully treating their symptoms. The issues of needing to charge more and their symptoms not being fully treated started the last 4 months ((B)(6) 2017). The patient thought that it was reaching end of life but it was confirmed that the patient had not seen a warning message on the patient programmer or the implantable neurostimulator recharger (insr) regarding the end of life. The patient programmer was checked again during the cal l. The patient was having an unrelated CT scan and myelogram because the patient had arthritis in every disc of their back. It was confirmed that the scans were not for the implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.